Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011: patient presented with grade 2-3 l4-l5 spondylolisthesis and spinal instability. The patient had multiple back surgeries for back and leg pain. Last surgery was performed to remove the l4-l5 back cages placed by posterior approach. Due to her osteoporosis, and also scoliosis, cage was noted to have subsided and migrated, with grade 2 spondylolisthesis. Anterior approach was utilized to remove the cages. However, due to significant blood loss, posterior instrumented stabilization could not be completed. Pre-op diagnoses: status post anterior l4-l5 implant removal, with spinal instability. L4-l5 spondylolisthesis, grade 2-3. Patient underwent l2 to s1 arthrodesis/instrumentation using pedicle screws x 10, rods x 2, cross-connector x 1 with in-situ autograft, cancellous allograft (90cc) and rhbmp-2/acs (large x 2). Per op notes, each large strip of rhbmp-2/acs was placed over the decorticated surface with in situ autograft and then 90 cc of cancellous allograft was divided in half and placed over the rhbmp-2/acs strip. The wound closed in multiple layers. Patient also underwent anterior retroperitoneal spine exposure for l4-l5 and exploratory laparotomy for hemorrhage (concern injury to lvc/right iliac vein) <(>&<)> l2 to sacropelvic arthrodesis. Patient underwent CT lumbar spine without contrast. Impression: status post posterior spinal fusion l2-s1, without evidence of hardware complication. Post back hardware removal changes of l4-5 with grade 2 anterolisthesis, now transfixed. Patient also underwent chest x-ray. Impression: tubes and l ines as listed; no change in bilateral lung opacities. (B)(6) 2011: patient underwent chest x-ray. Impression: et tube with tip in mid trachea. Right-sided "ij" line with the tip at the atriocaval junction. Ng tube with sidehole at the ge junction. Additional probe with tip at about the level of the carina. Improvement although not complete resolution of right upper lobe opacities. Stable bibasilar, left more than right, atelectasis/consolidation and effusions. (B)(6) 2011: patient underwent lumbar spine x-ray status post lumbar fusion. Conclusion: interval arthrodesis. (B)(6)2011: patient was discharged in stable condition with following discharge diagnosis: l4-l5 grade 2 spondylolisthesis in a patient with bilateral bak cages; s/p left-sided anterolateral approach; removal of bak cages; lle dvt s/p ivc filter placement. (B)(6) 2011: patient underwent lumbar spine x-ray status post hardware placement. Impression: overall, no change in alignment of previous l2 to s1 fusion. No evidence of complication. (B)(6) 2011: patient presented with swelling to her left leg and continuous left leg pain and history of persistent abdominal pain. Pre-op diagnosis: left thigh dvt, bilateral calf dvt, left leg swelling and pain. Patient underwent lle venogram, ekkos catheter placement for thrombolysisi/percutaneous mechanical thrombectomy, thrombolysis with ekkos. Impression: successful left lower extremity venogram with ekos catheter placement for thrombolysis. 0.5 mg/hr of tpa will run through the ekos catheter and 500 units/hr of heparin will run through the sheath. (B)(6) 2011: pre-op diagnosis: dvt. Patient underwent percutaneous mechanical thrombectomy, thrombolysis with ekkos. No complications reported. Patient underwent thrombolysis progress check. "Impression: partial thrombolysis. Recheck in am. Continue tpa infusion." (B)(6) 2011: pre-op diagnosis: dvt, pod #2 thrombolysis. Patient underwent mechanical thrombectomy and thrombolysis of left popliteal to sfv. No complications reported. Patient underwent right hip x-ray due to right hip pain. Impression: mild osteoarthritis right hip. Patient also underwent left lower extremity venogram, thrombolysis progress check. Impression: successful thrombolysis of sfv with patency of the vessel although narrowed. Abundant venous collaterals. Anticoagulation recommended. (B)(6) 2011: patient presented with swelling to her left leg and continuous left leg pain and history of persistent abdominal pain. (B)(6) 2011: patient presented with swelling to her left leg and continuous left leg pain, abdomen pain. Patient underwent CT abdomen and pelvis with contrast. Impression: severe dilation of the common bile duct upto 2.1 cm, tapering to 1.9 cm at the pancreatic head. Abrupt narrowing near the ampulla, adjacent to a high positioned suprarenal ivc filter. Pancreatic duct is upper limits of normal (3 mm). No hypervascular pancreatic mass or stone. M.r.c.p.verses ercp is suggested for more sensitive evaluation of the periampullary region. Status postgastric bypass surgery and cholecystectomy. No evidence of obstruction. (B)(6) 2011: patient presented with swelling to her left leg and continuous left leg pain. Patient underwent upper endoscopy - diagnostic. Impression: no evidence of marginal ulcer. (B)(6) 2011: patient presented with more than two months of persistent, post-prandial abdominal pain, associated with satiety and nausea. Assessment: egd without marginal ulcer, did show esophagitis, partial schatzki's ring; CT a/p with dilated cbd, pancreatic duct at upper limits of normal. No definitive mass seen. Patient underwent mr abdomen without contrast due to symptoms of enlarged pancreatic duct. Impression: extrahepatic and central intrahepatic biliary dilation without visualized intraductal mass/calculus. While a stricture of the distal cbd could have this appearance, this is favored to reflect a compensatory post-cholecystectomy change. (B)(6) 2011: patient presented for post-op follow up. Her postoperative course was further complicated for a deep vein thrombosis. The patient was currently complaining of not being able to stand up straight with her body in a "s shape." Patient complained of feeling a sharp pain in her left buttock and hip area. She also complained of some episodes of insensible urine loss with dribbling. Examination of her back revealed some focal tenderness bilaterally in the area medial and superior to the psis. (B)(6) 2011: patient presented for evaluation of abdominal pain. Patient began having significant amounts of dysphagia with reflux of food products. Assessment: complex medical problems involving around back disease with hardware appliance and thrombophlebitis on coumadin. Her abdominal pain is probably related to an irritable bowel type syndrome. However, she had polyps in the past with a worry about removal. (B)(6) 2012: patient presented with pain and numbness in her right hand at night, which often wakes her up, which appears to be carpal tunnel syndrome. Patient also reported pain and numbness and tingling in her left lower leg and foot. Patient underwent x-rays which showed perfect position of the hardware and actually excellent curvature of her lumbar spine, but above in the lower thoracic spine, there is quite severe kyphosis, which explains probably the patient being hunched over. Conclusion: unchanged arthrodesis.